Event description:
It was reported that the previously working remote monitor will not power on. Multiple outlets were tried with no success. The patient used the power cord from the previous monitor and the monitor successfully powered on. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.